Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing (twos) on the right ventricular (rv) lead and undercounting of premature ventricular contractions by the cardiac resynchronization therapy defibrillator (crt-d) may have resulted in a reduction in the percentage of ventricular pacing. The lead and device remain in use. No patient complications have been reported as a result of this event.